Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that there is inflammation around the stoma area and excessive growth of granular tissue. It was reported (B)(6) 2020 that the patient was hospitalized (B)(6) due to inflammation in the stoma area and patient received intravenous antibiotics ciproxin and flagyl. A sample for culture was taken from the stoma area where there is an outflow of fluid, and inflammation ~ 6-7cm diameter with a large granuloma size of about 1.5cm at the top of the stoma. On 24 jan peg-j were replaced endoscopically. Coloplast patches to be used in the stoma area of inflammation.

Manufacturer narrative:
Reference record (B)(4). The y- connector, click adaptor, and peg-j tube were returned. The peg tube was observed to be damaged (two holes observed). One hole was observed near the fixation screw and the other hole was located towards the external fixation plate end. The probable cause for the damaged tubing is unknown, however product handling cannot be ruled out. Stoma related complications-antibiotics is unable to verify since only damage was two holes observed to the returned tubing. If further relevant information is identified or obtained a supplemental medwatch will be filed.

Event description:
The sample was returned and evaluated.